Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 597mg/dl at time of incident and current blood glucose level was 203 mg/dl. The customer declined troubleshooting. The customer was treated with insulin. The customer stated that the symptoms related to high blood glucose such as nausea, dizziness, abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.